Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera elite gastrointestinal videoscope, had air/water flow issues from the air/water flow system. Upon inspection and testing of the customer returned device, foreign object was found in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found foreign object inside the nozzle, dirt difficult to remove found on the objective lens, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches found on the operation part, dirt on the operation difficult to remove, curved rubber adhesive missing, scratches found on the tip cover, scratches found on the switch box, scratches on the operation unit cover, scratches on the up/down knob, dirt on the up/down knob difficult to remove, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches found on the scope connector, dirt on scope connector difficult to remove, scratches on the right/left angle fixing knob, peeling of the paint is recognized on the air/water supply cylinder, and paint peeling on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that the event occurred due to an irregularity. Olympus will continue to monitor field performance for this device.